Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information received indicates this pacemaker was explanted and the right ventricular (rv) lead was surgically abandoned. Both the device and rv lead were replaced. The field representative reported the low pace impedance measurements were exhibited when the rv lead was connected to the pacing system analyzer. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that a lead safety switch (lss) was triggered on this pacemaker and the right ventricular (rv) lead. However, there were no out-of-range (oor) impedance on daily measurments (dm) though noise on rv was observed which was not able to be reproduced. Boston scientific technical services (ts) troubleshooting options. Subsequently, the field representative reset lss and patient monitoring will likely be increased as recommended. No adverse patient effects were reported. The system remains in service.